Event description:
(B)(4). According to the information received, a pharmacy reported that a user had friction/coating problems with a catheter. The coating was not uniform on the catheter and the packaging was milky. The catheter was stuck to the primary packaging and the patient had pain when he used the catheter. The user stated that he never had problems with these catheters before.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.